Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection, however, the reported event could not be confirmed. Photographs of the devices exhibited nicks/scratches on the surface of the tibial bearing with blood/tissue residue on the surface. The femoral component exhibited a dent on the proximal edge and blood/tissue residue was also found on the inner surface and femoral pegs. Radiographic inspection showed no evidence of abnormal radiolucency or component loosening and the components appeared to be anatomically aligned. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # - (B)(4). Concomitant medical products ¿ posterior stabilized tibial bearing 10mm x 71/75mm catalog #: 183640 lot #: 678370, vanguard distal femoral peg catalog #: 183099 lot #: 918870, biomet series a standard patella 3 peg 31mm catalog #: 184764 lot #: 230590, biomet polished finned tibial tray 75mm catalog #: 141254 lot #: 2016050094. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-01410, 0001825034-2019-01411. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, stiffness, limited range of motion and tibial component lucency. The femoral component appeared to be well fixed, however, the tibial component was found to be loose intraoperatively. All components were removed and replaced except the patella, which was intact and left implanted. It was additionally noted that the surgeon believed there were several potential causes for the patient¿s symptoms and not solely related to the tibial component loosening. No additional patient consequences were reported.